Event description:
It was reported that a patient who was enrolled in a clinical study underwent an ion lung biopsy procedure and developed a self-resolving pneumothorax and pleural effusion. The target lesion was 34x 25x 35mm in size and located in the left upper lobe. The procedure was completed as planned with no complications nor device malfunctions. The lesion was diagnosed as cryptococcosis pneumonia. Post-procedurally, a chest x-ray showed a small left apical pneumothorax, and a chest tube placement was required. Two days later, the patient presented to the emergency room (ER) with chest pain and dyspnea. Chest x-ray showed moderate left pleural effusion but no signs of pneumothorax. The patient was hospitalized and two thoracentesis were performed for the pleural effusion. On (B)(6) 2024, chest x-ray showed decreased size of left pleural effusion and a small right pleural effusion. A chest tube was placed on (B)(6) 2024, and the drainage showed exudative with clear fluid and the chest tube was removed on (B)(6) 2024 prior to discharge the same day. The patient was followed-up with ultrasound on (B)(6) 2024, and the pleural effusions were shown to be resolved. The physician believed the pleural effusion was likely parapneumonic and caused by the cryptococcus pneumonia.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. Review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event.